Manufacturer narrative:
Traumatic sporting injury led to failed acl graft reconstruction and removal of graft and fixation screws. A separate MDR is filed for the bilok st screw used in the same procedure.

Event description:
Patient had acl reconstructions in 2007. Pt had traumatic injury while playing soccer in 2008. Acl screw explanted later that month.